Event description:
Balloon pump was turned on, set up and inserted into the patient. After insertion of the balloon pump, it was identified that the fiber optic line was not correlating, causing not augmentation or pressures to be recorded. Ref# 0684-00-0576- 01u.